Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a bad keypad in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found damage to the keypad which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported bad keypad which was observed as an intermittent keypad. The keypad was found to have been damaged by external influence and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.